Event description:
It was reported by service report that the foot right side rail does not lock in the up position. It was further reported the auxiliary power cord was missing its ground prong. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: missing siderail spring.